Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2317500. Model: sc-2317-50. Serial: (B)(6). Batch: 7076960.

Event description:
It was reported that patient was experiencing worsening pain, inadequate stimulation and the leads had high impedances. The leads was also suspected to have fractured. The patient underwent lead replacement procedure and was doing well postoperatively. The explanted devices were kept by the medical facility.